Event description:
Baby in the neonatal intensive care unit received intralipid infusion ordered to be infused over eight hours, in one hour. Infusion pump was removed from service, checked completely without any indication of user error, and was returned to the co.